Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed the system was not able to start up. Review of the system log file showed that the drive system control software in the equipment's main computer was not working properly. To resolve this issue, fse reinstalled the software to the mail computer. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.